Event description:
It was reported that when using the bd pyxis¿ es server some orders did not cross over and preventing users from viewing them in the pyxis profile, and the patient profile under visits and orders in pyxis es was observed to be extremely slow. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined there was delay in order crossing over. A technical support specialist (tss) dialed into the app server and followed knowledge article, message fails processing - "an item with the same key has already been added"; scripts showed no issues and carefusion coordination engine (cce) messaging confirmed no delays within bd systems. Order review confirmed that the original order was created and discontinued in electronic privacy information center (epic), and a new order was generated requiring hl7 validation. Hl7 message analysis identified delayed receipt at cce for one example and missing message sequences, indicating delays occurring outside bd systems. Interface team review confirmed timely processing once messages reached cce, with no server or connection errors detected. Customer was advised to provide recent hl7 messages within retention limits and to restart admit discharge transfer (adt) services to refresh epic - pyxis communication. Tss also created a new index for database tracing to improve monitoring performance, ensuring maintenance step 1 completed faster; further validation confirmed no issues with maintenance step 1 and no missing hl7 messages in cce. The system functioned as intended after the technical support specialist troubleshot the device.